Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving low sensor reading of 53 mg/dl compared to a competitor brand meter reading of 153 mg/dl and had contact with a third-party who provided unspecified formula via feeding tube and unspecified (dose/type) insulin as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving low sensor reading of 53 mg/dl compared to a competitor brand meter reading of 153 mg/dl and had contact with a third-party who provided unspecified formula via feeding tube and unspecified (dose/type) insulin as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor was unable to be reprogramed. The senso was de-cased and battery was replaced. The returned patch was unable to be reprogrammed however, an error occurred. Extended investigation was performed. The sensor was de cased and pcba(printed circuit board assembly) was inspected. The battery was replaced and the sensor was unable to be reprogrammed. Issue is unable to test due to error during reprogramming . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.